Event description:
13 days after implantation of a taxus express2 3.0x28mm drug eluting stent, an in-stent thrombosis occurred. During the initial procedure, the target lesion was located in the mid left anterior descending (lad) artery. A pre-intervention stenosis of 100% was reported. The lesion was pre-dialted and a 3.0x28mm taxus stent was deployed in the mid lad, resulting in a post-intervention stenosis of 0%. No information concerning the calcification or tortuosity of the treated vessel was reported. The patient received reopro, digoxin, and lopressor during the procedure. No complications. The patient presented 13 days after the initial procedure with an occluded in-stent thrombosis in the 3.0 x28mm taxus stent. An iq guidewire was placed across the thrombus to re-establish blood flow through the mid lad. The lesion was subsequently balloon dilated and a cypher stent was deployed in the thrombotic region of the vessel without dissection. Post-intervention percentage stenosis was not reported. No information was reported concerning patient complications.